Event description:
It was reported that a ax55g was used during a lower anterior resection procedure. It was reported by the affiliate that there weren't any staples in the middle of the staple line. There was no consequence to the pt.